Event description:
It was reported that while in use, this bur guard got hot which caused a burn to the pt's lower lip. A topical antibiotic was applied to the area and the pt was discharged for home. To date, there is no report of add'l medical or surgical intervention required for this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem that the bur guard overheated was verified. Further investigation found disintegrated bearings as the cause of the overheating. This bearing failure is related to lack of preventative maintenance. Preventative maintenance is recommended every 6 months as stated in the info for use (IFU). Conmed linvatec repair records indicate that this unit has not been serviced since invoice. The customer will be contacted to provide add'l info on the care of this product.